Event description:
It was reported that during implantation, the implantable cardiac monitor would not be interrogated. The device was not used and another device was implanted. The patient was stable.

Manufacturer narrative:
The complaint of interrogation error was confirmed. Device was returned due error message alert being triggered and would not allow further interrogation. Analysis of device image indicated that pre-eri flag was triggered due to exposure to cold temperature and resulted in the reported error message. Further testing was performed by clearing the pre-eri flag and all tests results were normal. Longevity assessment was performed, and device was in the normal range with appropriate remaining longevity.